Manufacturer narrative:
Unit passed the delivery accuracy test with 0.08785 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. However, intermittent button response noted during testing due to flattened dome switch on the up, down, esc and act buttons. J2 lcd connector was inspected and no anomaly was noted. Unit also received with minor scratched lcd window, cracked case on display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced high blood glucose of 573 mg/dl. Customer¿s current blood glucose was unknown. The customer treated with the insulin via injection. The customer was declined troubleshoot for high blood glucose. The customer was taken to emergency room on (B)(6) 2018 at 8 pm and customer was hospitalized on (B)(6) 2018 at 1 am. The customer was wearing the pump at time of hospitalization. The insulin pump will be returned for analysis.